Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an over infusion without any further details. Although requested additional information has not been provided and there is no report of patient harm.